Event description:
It was reported that this was an arteriotomy closure of the right femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was pushed in, the normal click was not heard. The plunger was removed and the suture came out torn. The sutures of two new perclose devices were successfully pre-placed. The sheath was upsized to 16f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endoprosthesis procedure. Reportedly, when the device was removed, the knot was not fixed to the artery. The sheath was upsized to 16f, and the endoprosthesis procedure was completed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture malposition was not confirmed as a portion of the suture was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem codes 1506 and 1562 removed; 2616 added.

Event description:
It was reported that this was an arteriotomy closure of the right femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was pushed in, the normal click was not heard. The plunger was removed and the suture came out torn. The sutures of two new perclose devices were successfully pre-placed. The sheath was upsized to 16f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.